Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed that the pump was inoperable and exhibited damage to the battery compartment and circuit board consistent with a severe impact. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient reported that the pump was damaged in a motorcycle accident and subsequently became unresponsive.